Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 17-nov-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s25087a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 14-oct-2025, abbott point of care was contacted by the FDA regarding I-stat troponin cartridges that yielded a discrepant false positive result on a patient. There was no patient information, collection/test times, nor details the surrounding the event at the time of this report. Return product is not available for investigation. Method date tested result sample vitros 7600 (B)(6) 2025 0501 <0.012ng/ml plasma. Vitros 7600 (B)(6) 2025 0100 <0.012ng/ml plasma. I-stat (B)(6) 2025 0220 0.13ng/ml plasma. Facility established critical cutoffs I-stat ctni: 0.000 to 0.080 ng/ml. Lab ctni: 0.000 to 0.030 ng/m. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).